Manufacturer narrative:
The customer¿s reported problem cannot be confirmed. The customer did not return the device for evaluation. A review of the device history record for s/n (B)(4) performed from 08/05/2015 to 11/12/2020 and confirmed that this device was previously returned for servicing and there was no production failures which correlates to the customer reported issue.

Event description:
It was reported that the IV pump is broken. Facility biomed found that the inside door cover bezel was broken. Replaced cover, tested well. There was no patient involvement.